Event description:
A physician reported treating a pt on 26 june 1998. During the procedure, the collagen material leaked "around the hub" of the syringe, and some collagen material splattered on the physician, pt, and nurse. There was no separation of the adg needle from the syringe. There was no injury to staff or pt, and no medical or surgical intervention was required.